Event description:
An (B)(6) male pt contacted zoll customer support to report a belt connection error. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connection error) has been confirmed. Upon eval, the cable running from the distribution node (dn) to the rear therapy electrode was pulled from the distribution node, exposing and damaging wires. The cause of the belt connection error is the damaged wires. The root cause of the damaged wires cannot be positively identified but is likely a result of excessive force placed on the cable. No adverse event resulted from the damaged wires. The pt rec'd a replacement electrode belt.